Event description:
Patient's indwelling urinary catheter was being removed. When the balloon was deflated, the rn was unable to remove the catheter. The resistance prevented the catheter from being removed and urology was contacted to advise. The catheter was removed and it was immediately noted that the tip of the catheter had a significant fold in the area of the balloon.